Event description:
As reported by the sales rep who received the complaint via vm indicating the incident occurred several weeks ago: needle stick injury, safety clip did not activate upon stylet removal instead it slid down the shaft of the stylet. Instituted facility protocol for the management of a needle stick injury. Customer stated it was a bad stick expressing concerns patient may have had blood borne pathogenic disease(s). Additional information provided by the facility indicated the patient was not a high risk status as initially reported. The nurse involved did receive protocol bloodwork testing and all bloodwork testing results have been negative.

Manufacturer narrative:
The actual device in the reported incident has not yet been received for evaluation. Without the sample a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer.